Manufacturer narrative:
(B)(4). Date received by manufacturer - correction to initial MDR, date should be 12/21/2016.

Event description:
Based on the findings of inaccuracies in the data log this is now being reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the patient experienced a blood glucose values and dot trends that were different. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Data was downloaded and reviewed, finding inaccurate continuous glucose monitor (cgm) values on the date of issue. A global functional test was performed on the receiver, finding no failures related to the customer complaint. No defect was found in the investigation of this receiver, however the complaint of blood glucose meter values differing from cgm dot trends was confirmed based on the inaccuracies found in the data logs. The root cause could not be determined, post investigation.